Event description:
Attorney reports: in 2005-- the pt underwent an incisional ventral hernia repair procedure with implant of a recalled composix kugel mesh patch. In 2007-- the patient underwent an exploratory abdominal surgery for an acute small bowel obstruction, incarcerated ventral hernia, lysis of adhesions, release of small bowel obstruction and repair of a ventral hernia with non-recalled composix kugel mesh. In 2008-- the pt began experiencing a progressive pain in the area of the upper part of the incision, with an abscess that burst open. The patient underwent a CT scan, noting a significant collection of fluid around the mesh. The pt underwent CT guided drainage of the fluid, which was noted to the purulent and foul smelling. Six days later--the pt underwent an exploratory surgery with excision and drainage of abscess anterior to the mesh. The pt was sent home with home antibiotic infusions and a wound care regimen. The pt continued to experience abdominal pain and discomfort.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation, or additional info becomes available. Info related to the composix kugel mesh implanted in 2005, will be reported in accordance with rae.